Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24228. It was reported the pt alleged his scs ipg progressively lost the ability to hold a charge. Subsequently, the ipg stopped working and would not turn on at all. The pt also alleged he experienced overstimulation from the sys. The pt also stated his scs system was reprogrammed multiple times. The pt's device was explanted on (B)(6) of 2010.